Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). On may 02, 2022 customer returned insulin pump for an alleged cracked case and broken belt clip rails. Insulin pump received with multiple cracks on the case and broken belt clip slot. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. Broken belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.